Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that the shaft was fractured. A renegade hi-flo was selected to be used. During the procedure, it was noted that the microcatheter was fractured inside the patient's body. The catheter was not totally fractured and with some connection, so the whole device was removed together. The procedure was completed with another of the same device. No patient complications reported and patient condition was stable.